Event description:
A malfunction alarm occurred, identified as malf 12, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The malfunction was resettable, and technical support assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which they understood and agreed to.